Event description:
It was reported by dealer that the front riggings broke on one side where the upper support attaches to the 9xt wheel chair. The dealer states the consumer did not advise if it is the left or the right side. The dealer states he believes this is from the consumer's tone and not a defect. The dealer states the consumer was not injured.